Event description:
The healthcare professional (hcp) of a clinical study reported that the device diagnosis was not applicable. The clinical diagnosis was superficial infection at surgical site. The outcome was resolved without sequelae. Intervention included administering antibiotics. The event resulted in in-patient hospitalization. Diagnostics included CT scan and laboratory testing which resulted in esr and c-reactive protein levels slightly elevated. The etiology was noted as not related to the device or therapy and related to the implant procedure. The etiology was noted as related to surgery/anesthesia. The patient had a fever of 100.4 and drainage from thoracic incision. Relevant medical history included: failed back surgery, non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.